Event description:
It was reported by service report that the fowler was not able to be actuated manually or electronically. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.